Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and loose drive support cap. The customer's blood glucose reading was 136 mg/dl. The customer stated that the reservoir had popped out of the container. The insulin pump was not returned for analysis.

Manufacturer narrative:
Clarification was obtained regarding the initial notes, information was added in of this report.

Event description:
Clarification was obtained regarding what customer meant with the reservoir "popped out." It was determined the reservoir fell out of the insulin pump. The device is still not returning for analysis.